Manufacturer narrative:
Additional information was received that the power was set to 45 watts. Therefore there should have been a high flow rate of 30ml/min. The thermocool instructions for use states ¿for power levels up to 30w, a high flow rate of 17ml/min should be used. For power levels between 31-50w, a high flow rate of 30ml/min should be used.¿ this event remains MDR reportable since the smartablate generator still allowed ablation when there was a low flow delivered from the pump. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smartablate¿ system rf generator and a high flow activation issue occurred. The bwi representative rebooted the generator, deleted the old template and saved a new one. This resolved the issue; she was then able to save 30ml/min as the high flow rate in a new custom template for standard thermocool catheter. System is operational.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smartablate system rf generator and a high flow activation issue occurred. The thermocool catheter selection for high flow rate on the smartablate generator would not save at 30ml/min. After each ablation, the flow would have to be manually reset to the high flow rate of 30ml/min from 17ml/min, as it would revert to the low flow. The generator was rebooted, the old template was deleted and a new template was saved which resolved the issue. Then they were able to save 30ml/min as the high flow rate in a new custom template for the standard thermocool catheter. Additional information was received that the system did allow ablation during low flow. Therefore this event is indicative of a reportable event because the smartablate generator allowed ablation at the low flow rate which could potentially cause patient injury. This report is being submitted conservatively. The smartablate instructions for use states that for power levels up to 30w, a high flow rate of 17ml/min should be used. As such, this may be a settings selection issue, however, we have not been able to confirm what the power setting was during the case. So, this event as conservatively been assessed as a high flow rate activation issue.